Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no report of any leak in the catheter noted during preparation for use the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified lesion in the mid circumflex artery. Following pre-dilatation, there was resistance with the anatomy when advancing a 2.5 x 28 mm xience alpine stent delivery system (sds). Additionally, the balloon failed to inflate. The procedure was successfully completed with a 2.5 x 33 mm xience sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.